Event description:
A malfunction was reported on the pump, with no significant events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support and was assisted in resetting the pump, after which the malfunction did not recur. Customer was able to continue using the pump and was advised to call back if the issue happened again, which was acknowledged and understood by the caller.